Event description:
Safe-t positioning foam piece ripped on both sides while patient was strapped in bed and was in airplane. Patient leg started sliding off the bed. The device tore. Patient in extreme lateral position for gu surgery. Patient did not fall off the bed. Noted that urine in foley turned red. Unclear if related to event.